Event description:
It was reported that following a percutaneous coronary intervention, stent fractured and the patient experienced thrombus. The target was located in the high ostial obtuse marginal artery. The 2.75x24mm promus premier stent was successfully implanted. The patient returned later the same day with stent thrombus. During re-intervention it was noted that the stent appeared fractured. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).